Event description:
A peritoneal dialysis (pd) patient experienced "severe" peritonitis. The patient was hospitalized for the event. It was reported that "proper management" and unspecified medical treatment was provided for the event. The cause and action taken with pd therapy were not reported. At the time of this report, the peritonitis remained ongoing. It was recommended the patient be shifted to hemodialysis. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.